Event description:
As reported: pacing device was implanted on (B)(6) 2022 and initially working well. A malfunction requiring hospitalization was later reported as pacing was working intermittently in a dependent patient. Physician decided to change the device.